Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implant date: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced being physically ill and the implantable pulse generator (ipg) exhibited battery depletion. The ipg was reprogrammed then explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.